Manufacturer narrative:
From the device history record, lot number 190815794sh was reviewed, no exception was recorded in the device history record that could lead to the reported incident. According to the supplier, they have proper control in linting inspection. The sampling plan is general inspection level ll, acceptable quality limit: 0.015. At the time of the investigation no sample was available for evaluation. Only photos of the defect were provided, however, photos were unclear. Supplier was unable to confirm the defects based on the photos without the physical sample. No action will be taken at this time; however, we will continue to monitor the trend of this type of incident.

Event description:
Based on information received from the customer, allegedly lint from towel was found on wire during a percutaneous coronary international procedure (coronary stent). The customer reported there was no injury to the patient. The patient did fine and went home.